Event description:
A customer technical advocate (cta) was contacted regarding the cell-dyn 4000 hematology analyzer generating erroneous results due to improper mixing of samples by the analyzer in autoloader mode. The cell-dyn 4000 had generated an error message for the autoloader failing to advance. Per the account's lab protocol, the samples was reloaded without mixing and yielding incorrect results as confirmed by running the sample on their second analyzer (results of second analyzer not provided). One pt sample generated an initial hemoglobin result of 17.0 g/dl in autoloader mode. The sample was hand mixed and repeated in open mode resulting in a hemoglobin of 8.47 g/dl. The pt was redrawn and tested on the same analyzer in autoloader mode, yielding a hemoglobin of 9.47 g/dl. A corrected report was sent out. No impact to pt management was reported.